Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to a dismantling occurred (B)(6) 2019. This was due to a bad impact of the centered head into the humeral stem due to an interposition of soft tissues between the head and the stem. The centered head and the double taper were removed and replaced. Primary surgery occurred (B)(6) 2019.